Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
It was reported that the device smelt like smoke and was not working. The devcie was returned for engireering investigation. The device was investigated and the engineering evaluation confirmed the reported allegation of "burning smell"; however, it could not replicate the reported allegation of "not able to access functions". Monitor was responsive to touch strokes, no issue with application and touch screen interface. The usb-a to usb-c charge cord was found to be defective. The most likely root cause of the burning smell is from an electrical fault within the cord resulting in a defective usb-a to usb-c monitor charging cord.

Event description:
It was reported that the montior has a burning smell and the monitor is not working. There was no patient harm reported. A replacement monitor was sent to the patiant. The device returned and it was confirmed that the burning smell was likely due to a electrical fault due to the monitor charging cord.